Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2022-00415, 0009613350-2022-00417, 0009613350-2022-00419.

Event description:
It was reported that the patient is being considered for a revision surgery due to unknown reasons.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. A correction has been made to change the reported product from an unknown stem to an unknown liner. The stem is reported under 0009613350-2022-00419. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Devices are used for treatment. Complaint history review cannot be performed for the cup, liner and head without product identification. Radiographs were provided and reviewed by a health care professional (mmi). Review of the available records identified the following: significant findings for acetabular protrusio (bone loss and migration) secondary to osteolysis resulting in loosening. Osteolysis without loosening is noted in the proximal femur as well. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.